Manufacturer narrative:
A lot history review was not possible as the lot number was not provided . However, product release at cardinal health is contingent upon the successful completion of lot release testing, including sterilization prior to shipment and a documentation review by the quality department. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
It was reported that the patient underwent mynxgrip vascular closure and approximately 35 minutes later, presented with a retroperitoneal bleed which was confirmed via a CT scan. Vascular surgeon intervened to suture close the vessel. Blood and fluids were supplied. The patient's hospitalization was extended. The access site stick location was noted to be at a high level. The vcd was being used in conjunction with a 6f procedural sheath introducer for femoral arterial closure following an interventional coronary procedure. The vessel diameter was not verified. The patient was discharged from the hospital seventeen days after the mynx procedure. The vcd was disposed of in the sterile field; therefore, will not be returned for analysis.

Manufacturer narrative:
Unique identifier (UDI) #: (B)(4). Complaint conclusion: it was reported that the patient underwent mynxgrip vascular closure and approximately 35 minutes later, presented with a retroperitoneal bleed which was confirmed via a CT scan. Vascular surgeon intervened to suture close the vessel. Blood and fluids were supplied. The patient's hospitalization was extended. The access site stick location was noted to be at a high level. The vcd was being used in conjunction with a 6f procedural sheath introducer for femoral arterial closure following an interventional coronary procedure. The vessel diameter was not verified. The patient was discharged from the hospital seventeen days after the mynx procedure. The vcd was disposed of in the sterile field; therefore, will not be returned for analysis. A review of the manufacturing documentation associated with lot f1728902 was performed and it was found that no defective units were rejected during the final inspection of this lot. The lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the devices for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. However, procedural factors may have contributed to the reported event. Bleeding is a common procedural complication and is frequently related to stick technique, multiple sheath exchanges, anticoagulation, blood pressure and/or discomfort during and after the procedure. Based on the device history record review of the mynx device, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.